Event description:
The customer reported that the screen of the pump had detached. There was no adverse impact to the customer's blood glucose level. The customer did not have time to discuss the issue further during the call but intended to call back for assistance. No additional actions were taken or further follow-up information was provided, and the customer is still under warranty.